Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The user facility reported that a puncture was observed in the packaging of a blade prior to opening. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
The user facility reported that a puncture was observed in the packaging of a blade prior to opening. There was no patient involvement, no delay, no adverse consequences or medical intervention were reported.